Event description:
It was reported that an ambicor penile prosthesis was removed on (B)(6) 2018 due to fluid loss. A new 16cm ambicor was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.